Event description:
It was reported that during the surgical procedure the anchor unit was used and failed in performance. The wire remained in the patient and it was not possible to remove it, the anchor was neglected, and caused no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: suture left in the joint probable root cause: application -insufficient force used to tension repair the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the surgical procedure the anchor unit was used and failed in performance. The wire remained in the patient and it was not possible to remove it, the anchor was neglected, and caused no harm to the patient.